Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in because they are getting a power on reset (por) message on the programmer. Patient said the device hasn't worked for years and the patient still wears a pad. Patient said they keep "dribbling" in their pants. No further patient complications are anticipated or expected as a result of this event.